Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to explant the artificial urinary sphincter (aus) due to the device no longer cycling. During the explant, there was no fluid found in the system and the physician believed there was a hole in the device. The pressure regulating balloon (prb) remained implanted, as it was unable to be explanted due to scar tissue, but a new prb was implanted with the new aus device. An additional aus cuff was also implanted. There were no patient complications reported.